Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 1 of 4. After canceling treatment, the patient found fluid behind the cassette door of the cycler. In a follow up, the patient verified the fluid leak and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight and resumed using it for treatments. The cycler is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 1 of 4. After canceling treatment, the patient found fluid behind the cassette door of the cycler. In a follow up, the patient verified the fluid leak and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight and resumed using it for treatments. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.